Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory, engineering calculations determined that the device's life cell capacity was less than expected. The device is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
The device's battery status indicator was at elective replacement indicator (eri) and was associated with a monitoring voltage of 2.42 volts. Visual inspection found that all of the seal plugs were intacts and all of the set screws operated normally. The battery voltage prior to removal was 2.39 volts. The device casing was opened and an external power source was connected. Extensive testing was performed on the device and no high current drain was recorded. Pacing, sensing, and shocking functions were verified per bench top testing. The root cause of the premature battery depletion could not be determined.

Event description:
Boston scientific crm received information in (B)(6) 2008 that this local sales representative contacted technical services to report that this implantable cardioverter defibrillatior (ICD) device was exhibiting a monitoring voltage of 2.61 volts at 37 month implant time. The local sales representative alleged premature battery depletion. Boston scientific crm discussed options for determining what the monitoring voltage was at 32 months. If the monitoring voltage is determined to be < 2.65 volts, then the patient's follow-up schedule should be changed to monthly. Boston scientific crm received information that the device's monitoring voltage was 2.66 volts with a total implant time > 32 months. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2011 due to normal battery depletion. The device was received in boston scientific's return products department for laboratory testing.